Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient has alleged visualization of particles. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. After the third attempt to have the device and components evaluated, the customer responded that I am counsel for the above referenced claimants, and he understands that we reached out to them individually to seek additional information regarding their experience with their philips device and were represented by counsel. Please cease and desist from contacting them and any other of our represented clients. The manufacturer is submitting an updated report at this time. After device return and completion of evaluation, a follow-up report will be filed. UDI num has been updated (in previous report, UDI num was mentioned as no information). Evaluation method code grid, evaluation results code grid, and conclusion code grid was updated.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient has alleged visualization of particles . There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.